Event description:
It was reported that a bridge bolus was incorrectly performed. The old drug desired dose read 2.965 instead of 2.659. Patient had symptoms and reported feeling dizzy and somewhat nauseated after refill. It was unclear if the 11.5 % increase could be the cause for symptom. Drugs delivered via the device were dilaudid and bupivacaine. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Physician programmer: 8840, serial # unk; catheter model: 8598a, serial # (B)(4), implanted: (B)(6) 2011, explanted: unk; catheter 8596sc, serial # (B)(4), implanted: (B)(6) 2011, explanted: unk.

Manufacturer narrative:
(B)(4).